Manufacturer narrative:
Evaluation summary: the product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. Buys, y. Trabeculectomy with express: weighing the benefits and cost. Curr. Opin ophthalmol 2013, 24; 111-118. (B)(4).

Event description:
In a journal article, the author reported a summarization of recent publications comparing trabeculectomy procedures to the use of a glaucoma filtration shunt in the treatment of elevated intraocular pressure (iop) associated with glaucoma. The author summarized the results of available nonrandomized prospective cohort studies, retrospective nonrandomized comparative studies and retrospective nonrandomized noncomparative studies. After review of these studies, the author found that there was no significant different in rates of success or final intraocular pressure. The rates of intraoperative and early postoperative complications were similar between the two treatments. The summarized complications included: early hypotony, choroidal effusion, shallow anterior chamber, hypotonus maculopathy, hyphema, bleb leak, and endophthalmitis. Complications specific to malposition or dislocated shunts included: iris irritation, cataract, and clogged shunt. The most commonly reported additional procedures included suture lysis and bleb needling. The author concluded following the review of these studies that there was insufficient evidence to conclude superiority, equality, or inferiority of the shunt over trabeculectomy. The current published evidence suggests the shunt is similar to trabeculectomy in terms of success, iop, number of glaucoma medications, and complications but at a higher surgical cost.